Manufacturer narrative:
An event of chest pain, dyspnea, palpitations, calcification, and a high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. In 2018, the patient presented to the hospital with complaints of chest pain, dyspnea, and palpitations. The echo revealed dysfunction of the valve with thickened leaflets, signs of degeneration, and calcification. The flow measurements revealed a maximum flow speed of 5.1 m/s over the valve with mean/peak pressure gradients of 71mmhg/106mmhg. On (B)(6) 2018, the valve was explanted and a 21mm on-x mechanical valve was implanted as the replacement. The explanted valve has been retained by the hospital for their own investigation and has not been made available to abbott. The patient has been discharged from the hospital.